Event description:
This complaint is reportable based on the analysis. It was reported that during a coronary artery stenting procedure, the physician could not cross the lesion with a 3.5x32mm taxus liberte stent. The physician pre-dilated the target lesion with a unk 3.0x15mm balloon located in the right coronary artery (rca). Dur to this, the stenting procedure was abandoned and the physician used medication treatment instead. No pt injuries or complications was reported. The pt's condition was noted as "stable". Device analysis indicated stent damage.

Manufacturer narrative:
Examination found that the stent had moved 4mm proximal to the proximal markerband and the proximal edge of the stent was damaged. Struts on stent rows 1 to 2 from the proximal edge were raised and struts on stent rows 3 to 4 from the proximal edge were pushed together. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.